Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; g7: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h6: evaluation codes; h10: additional narrative. A osseotite® implant 4 x 10mm (oss410) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on tooth # 46 and was used same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2016052026). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016052026) for similar event and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual evaluation of the as returned product identified worn markings due to usage and bone residue on threads. The returned device was measured with a caliper and verified to match DHR specifications. No pre-existing conditions were noted on the per. The reported device was located on tooth # 46 and was used same day. Device history record (DHR) review was completed for the subject lot number (2016052026). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016052026) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur but the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address was not provided.

Event description:
It was reported that while placing implant oss410 reported lingual perforation during clinical practice on tooth location 46, mouth base perforation with gaping wound and pain. No other implant was placed to complete the procedure. There was a delay of the procedure of 30 minutes. A new surgery was performed.